Manufacturer narrative:
Sample was drawn in a greiner 13x100mm lithium heparin plasma tube and centrifuge at 3,000g for 10 mins at 20 degrees celsius. Customer noted that plasma was 'partially clotted'. Quality control (qc) was run twice daily. Qc was performing within specifications. No system check data was provided. Service was not dispatched. Root cause was determined to be related to the sample condition. Sample was partially clotted. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. A corrected report was issued. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.